Manufacturer narrative:
Device was electively explanted/replaced. For MRI conditionality.

Event description:
Correction: device was electively explanted/replaced. For MRI conditionality.

Event description:
It was reported that the patient's ipg has reached end of life. It is unknown if this occurred prematurely. As a result, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of the event is estimated.